Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report a detached sensor wire on (B)(6) 2015. Upon deployment of the sensor, the patient noticed the sensor wire hanging onto the needle with the applicator. The patient did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4).